Event description:
Information was received that the pt with this left ventricular (lv) lead was experiencing fatigue, general malaise and had recently been hospitalized for a pericardial effusion. Upon evaluation, it was determined that this lv lead had increased threshold measurements with loss of capture and low pacing impedances <200 ohms. The pt was going to be admitted to the hospital and a chest x-ray was going to be obtained. The physician felt the pt's symptoms were related to heart failure and that the performance issue of the lead contributed to the symptoms. Also, the physician did not believe the lv lead issue caused or contributed to the pt's pericardial effusion. There was discussion that a lead revision procedure might be performed, however, it is still being reviewed with the pt. Maximum outputs for the lv lead were programmed and a capture was obtained. No further adverse events were reported.